Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The system was explanted and the patient was treated with IV antibiotics. Follow up report indicated that the patient was discharged and is recovering at home.